Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken cannula occurred. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken cannula occurred. The product was evaluated. An external visual inspection was performed and no damage. An internal visual inspection was performed and passed due to needle is present and undamaged. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.